Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 4 message. The technical service representative (tsr) spoke with the patient two days later to obtain and verify information. On april 24, 2006 at 8:00pm the patient obtained the error message 4 on the reported meter; he was unable to obtain a blood glucose result. At that time, the patient was experiencing symptoms of weakness and disorientation. The patient ate cookies, a half banana and tea, and juice and bread at 9:30pm. The patient also checked his blood pressure, which was 96/44. Because of his low blood pressure reading, the patient contacted his nurse. The nurse contacted emergency services on the patient's behalf. At 10:00pm, the paramedics tested the patient's blood glucose level to be approximately 5.0 mmoi/l (converts to 90 mg/dl) and his blood pressure. The patient did not receive any treatment from the paramedics. Prior to this event, the patient had eaten his normal dinner meal at 7:00pm. The patient tests his blood glucose level rarely, and had not used the meter for several weeks. The patient takes the oral diabetes medications amaryl (glimepiride) 2 mg one pill per day, an avandamet (metformin-rosiglitazone) one pill twice per day, dosage unknown. The patient does not have a backup meter. The customer service rep (csr) determined during the troubleshooting telephone call that the patient's testing technique was correct, the testing room temperature was within meter specifications, and the test strips were in good condition. The meter, test strips and control solution were replaced. While hypoglycemic, the patient was unable to obtain a blood glucose result on the reported meter due to the error 4 message. The patient treated himself with food and drink, and received emergency medical attention.